Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02972. The pt has two leads from the same lot number. It was reported the pt had not charged in 8 months and his ipg consequently depleted. It ws also reported the pt's lead had migrated. On (B)(6) 2013, the physician explanted and replaced the ipg and leads. The pt regained effective stimulation coverage as a result of the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.